Event description:
It was reported that the right ventricular (rv) lead had low r-waves. The device was being replaced due to elective replacement indicator (eri) so the physician opted to cap and replace the rv lead during the procedure. A new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d154atg implantable cardioverter defibrillator (B)(6) 2006. (B)(4).